Event description:
Procedure type: low anterior resection, double staple reconstruction. Patient gender: male. According to the reporter: after applying the device, it was noted that the tissue wasn't cut. The surgeon disconnected the instrument and anvil, removed the instrument first and then cut the purse string to remove the anvil from the patient. The surgeon then performed hartman's procedure to complete the case.